Event description:
This report summarizes one malfunction. A review of the reported information indicated that model nod8lpt drainage catheter allegedly experienced tube crack and fluid leakage. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation. Therefore, the investigation is inconclusive for the reported tube cracked and fluid leakage. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided; therefore, a lot history review will be performed. The sample was not returned to the manufacturer for inspection/evaluation, and the company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model nod8lpt drainage catheter allegedly experienced tube crack, and fluid leakage. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight, and gender were not provided.